Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the reported issue and observed that the compressor wasn't coming on and unit alarmed almost immediately. The stm pulled out the compressor and found that one of diaphragms was making contact with the compressor head. When conversing with he customer's biomed, it was believed that one of their techs might not have used lock tight when the diaphragm had been replaced during preventative maintenance (pm). The stm used one of the customer's 5000hr kits and rebuilt the compressor, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code# 50. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code# 50. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.